Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Rep left a voicemail stating a patient's hip had been revised. The surgeon would like the poly insert (which is available for return) to be analyzed for wear. No further information was given and there was no response to subsequent calls.